Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that while flicking the silicone segment to remove air during tpn/lipid infusion the silicone segment separated from the upper fitment and leaked. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
Concomitant medical products: 250ml bag of intralipid 20% IV fat emulsion, fresenius kabi, lot 10hk2576, exp. 09/2016; therapy date (B)(6) 2015. The customer¿s report of separation of the silicone segment was confirmed. Visual inspection noted the pump segment had detached from the upper fitment, both top and bottom retainer rings were still in place at either end of the segment. However, attempts to re-attach the pump segment to the upper fitment were unsuccessful. Because the pump segment would not stay attached at the upper end, functional testing of the set was not possible. The root cause of the separation could not be identified.